Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port had the tubing disconnect from the IV catheter. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a bd nexiva¿ closed IV catheter system with dual port had the tubing disconnect from the IV catheter. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Investigation summary: a total of 336,010 were manufactured on nexiva line 1 starting on 16mar18 through 22mar18. 4 non-related qn where initiated during production: 200739412 for ¿canister insertion depth oos¿, 200740047 for ¿incomplete seal¿, 200739673 for ¿incomplete seal¿. 1 qn for ¿incorrect tooling¿ (zone 8) was initiated and could be potentially related to the defect described on the event description. Disposition of the product, root cause and corrective actions were applied according to the quality control plan. 3 non-related td¿s were in place during the production of the lot: td 2018-12 for heighten inspection for packaging, td 2018-16 for inspections of top web registration (pkg.), td 2018-20 for ¿hot peel¿ insp. Top web (pkg.), td 2018-29 for deep cleaning on grippers. All other challenge, set up and in process inspections passed per specifications. Received a total of 4 units consisting of a 20ga catheter-adapter extension set, an additional q-syte assembly and an empty open package from lot number: 8075715 along with 3 complete assemblies received within sealed packages from the same lot. Open unit: traces of patient residue was observed throughout the components of the unit received the extension tubing was not inserted (attached) to the port of the winged adapter. No trace of adhesive was observed on the tubing or on the port of the adapter. Sealed units: no physical mechanical damage was observed on any of the components of the units. The extension tubings were properly inserted into the ports of the winged adapters. Conclusion(s): open unit: the extension tubing was not properly inserted into the winged adapter, this condition would cause the leakage the customer indicated. Root cause: the defect was created at the zone 8 adhesive dispense station after the station was redesigned. If air got in the lines that fed adhesive to the adhesive dispense grippers, a short shot of adhesive would be dispensed onto the tube. A new station design was installed on nfa1 zone 8 in april 2018 (protocol: 18449) on which the extension tube adhesive dispense stations are purged on a regular basis and current process controls include routine leak test and ext. Pull test well as a 100% online flow tester.

Manufacturer narrative:
Date of event: (B)(6) 2018.

Event description:
It was reported that a bd nexiva closed IV catheter system with dual port had the tubing disconnect from the IV catheter. There was no report of exposure, serious injury or medical intervention.